Event description:
A report was received that a pt's tissue over the ipg site was inflamed and necrotic. The physician performed a pocket revision surgery to investigate for infection. On opening up the wound, he did not find any infection and did not relocate the pocket at all, he just closed the pocket site. The physician indicated that it was pressure necrosis on the pt's ipg. The pt spends a lot of time sitting in chair and that puts pressure on ipg site. The physician decided not to provide any treatment for the pt.